Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
There was an allegation of a questionable result not corresponding to the clinical picture for 1 patient tested for elecsys total psa (total psa) on a cobas e 801 analytical unit. On (B)(6) 2024, the patient had a total psa result from a siemens system of 10.31 ng/ml. On (B)(6) 2025, the patient had a result on the e801 analyzer of 4.21 ng/ml. The sample was repeated, and the result was 4.09 ng/ml. On (B)(6) 2025, the result from a new sample on the e801 analyzer was 1.79 ng/ml. The physician questioned how the result could change from 4.09 ng/ml in (B)(6) 2025 to 1.79 ng/ml in (B)(6) 2025 when the patient is not being treated for prostate cancer. The patient only takes rosuvastatin.

Manufacturer narrative:
Calibration and qc were acceptable. Liquid flow cleaning (lfc) was last performed on 02-jul-2025. No issues were identified during a review of the alarm trace data. The patient takes rosuvastatin. It was noted that statin use is associated with lower psa levels. The investigation did not identify a product problem.